Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope had something stuck inside the channel when the user attempted to clean the device. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. It was unknown whether there was deviation from the instructions for use in reprocessing steps at the location with foreign material. Additionally, there was no physical damage found at the location with foreign material. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.